Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to the circumstances of the procedure. The patient effects of occlusion and tissue injury are listed in the prostyle instructions for use as potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a premature ventricular contraction interventional procedure with an 8.5f sheath. Reportedly, on (B)(6) 2025, the device was used as intended, but it failed to achieve hemostasis. Manual compression was initially used to achieve hemostasis. However, it was noted that there was a loss of pulse and blood pressure had dropped in the right leg due to an occlusion. The patient was hospitalized. On (B)(6) 2025, a surgical cutdown was performed and a back wall stitch was found, which caused vessel damage. Surgery was used to repair the vessel and achieve hemostasis. There was no clinically significant delay in the procedure or therapy. No additional information was provided.